Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for post op check for lead revision procedure. Upon the interrogation an alert saying the pulse generator had reached - end of service . After a device firmware was reloaded the device resumed normal function, the device was reprogrammed successfully. No patient symptoms were reported.